Event description:
The procedure was an aneurysm coiling procedure of the right posterior communicating artery. The pt had a 3x6 mm aneurysm shaped like an eight (hunt & hess scale 2). The physician implanted the first two coils without problems in the distal part of the 8-shape. "The third coil [subject device] was placed partially in the distal part and partially in the proximal part. Two loops of this coil were forming an initial cage. While pushing the fourth coil into the aneurysm suddenly there was a "no push - no pull" situation. The coil could not be pushed into the aneurysm and could not be removed out of the aneurysm." The physician "carefully tried to pull back the microcatheter." During this maneuver, "the coil was departed from the delivery wire and jumped in the ica [internal carotid artery] carrying away the loops of the third coil [subject device] in the proximal part of the aneurysm. Pt had to be operated but the right mca [middle cerebral artery] was completely occluded." The mca occlusion was caused by "vasospasm secondary to coil migration in m1 followed by thrombosis." The fourth coil ended up in the proximal m1; the third coil [subject device] connected to the fourth coil had one stretched loop in the a1- the other loops remained within the aneurysm. In response, successful coil extraction, clipping and decompression craniotomy were performed. Current patient condition was reported to be "left incomplete hemiparesis. Walking with device. Normal cognitive function. Normal conversation and communication."

Manufacturer narrative:
Procedure images requested and received were reviewed by an on-site medical professional. The images confirmed the reported event; however, no conclusion could be drawn. The risk of the reported event is noted in the device directions for use (dfu). Per the dfu: "due to the delicate nature of the gdc coils, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.